Event description:
The customer reported experiencing a tandem mobi cartridge alarm, which led to an increase in blood glucose levels, although the specific value was not known and displayed as "high." The customer attempted to rectify the situation by administering a correction bolus via the pump and did not require third-party assistance. Technical support confirmed that the alarm was cartridge alarm 35 and was unrelated to the cartridge's loading process. Despite troubleshooting efforts, including changing and rotating cartridges, the customer continued experiencing occlusion alarms, primarily during bolus cycles, expressing frustration over high blood glucose levels and lack of trust in the pump. The customer was able to reload the original cartridge and resume insulin therapy successfully. Ultimately, a replacement pump was recommended, and the customer was guided on how to return the existing pump properly.